Event description:
It was reported that pump displayed repeated malfunction alarms with code Malf 12, with no notable events before alarms. It was reported that the customer experienced an elevated blood glucose (BG) level of Over 500mg/dL. Elevated BG was addressed by correction injection. Customer received normal assistance by a 3rd party but was not incapacitated. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.